Manufacturer narrative:
One array catheter was returned for evaluation. Visual inspection revealed the braid wires were bent, creating a mushroom appearance. The shaft was fractured proximal to the e3 electrode, exposing internal components. The braid wire was brought to its highest position and the balloon was inflated, deflating as designed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. No anomalies were noted. The root cause classification is consistent with operational context as device performance was limited due to anatomical or procedural factors.

Event description:
This complaint is being reported based on analysis performed (B)(4) 2012. It was reported the multi-electrode array catheter would not reduce completely to low profile upon removal. The physician was able to remove the catheter using force. No additional interventions were required and there were no patient consequences. Analysis of the device revealed a fracture on the shaft of the catheter, exposing internal components.